Manufacturer narrative:
The product has been requested. It will be investigated upon return and a f/u report will be submitted. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
Customer reported receiving an error 3 message when applying blood sample to the test strip of his freestyle blood glucose monitor. Although the meter was set to the correct unit of measure, the meter is exhibiting signs of the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.